Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device powered on without display. And stopped ventilating. Complainant indicated that the clinician obtained another device and mask to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including stress testing, button testing and breath performance testing using a known good test setup without duplicating the report. An internal inspection of the device found no discrepancies. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device stopped ventilating. Complainant indicated that the clinician obtained another device and mask to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.